Event description:
The customer complained that the electrode package did not open properly when the red handle was pulled and the electrodes could not be removed from the sealed pouch. CPR was performed on the pt until ems personnel arrived and took over treatment of the pt. The pt's outcome was not reported.

Manufacturer narrative:
Physio-control continues to investigate the reported event.